Event description:
Reportedly, during the implant procedure, when interrogating the subject device in the box, the message "the device has switched to ddd due to an avb" was displayed. The subject device was not implanted.

Manufacturer narrative:
Preliminary analysis revealed that the reported message was due to noise detection while the device was in the box.

Event description:
Reportedly, during the implant procedure, when interrogating the subject device in the box, the message "the device has switched to ddd due to an avb" was displayed. The subject device was not implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implant procedure, when interrogating the subject device in the box, the message "the device has switched to ddd due to an avb" was displayed. The subject device was not implanted.